Event description:
Patient was using omnipod 5 insulin delivery device, which may be among the affect lot # that has been recalled by insulet. The affected omnipod was started at approximately 9 pm on (B)(6) 2026. This omnipod malfunctioned, resulting in a rise in blood sugar readings for several hours while he was asleep. He woke in the morning with abdominal pain, nausea, vomiting and hyperglycemia. He was initially seen in our primary care clinic but advised to go to ER after the initial provider assessment due to concerns for probable dka or hyperosmolar hyperglycemia. He required evaluation and treatment in the ER, including labs, insulin and IV fluid rehydration, imaging, and close monitoring. He was able to be restarted on omnipod while in ER, then sent home after blood sugars improved. He was in the ER for approximately 8 hours.